Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported experiencing continuous occlusion of the vitrector. Additional information was received indicating the customer did not consider the event was caused by a failure in the equipment or the consumable, however, there was no indication of the cause.

Manufacturer narrative:
The company service representative examined the system and was able to confirm the reported event. The company service representative determined it was due to the surgeon settings being too low. The company service representative instructed the customer how to increase the settings. The system was then tested and met all product specifications. The system was manufactured on july 29, 2015. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event was determined to be the surgeon settings being too low. The manufacturer internal reference number is: (B)(4).